Event description:
It was reported that the camera head had damaged strain relief due to excessive bending. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in cable unit, water leakage and the image was flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut in the cable unit, water tightness was lost and the displayed image flickered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.